Manufacturer narrative:
The main component of the system and other applicable: product ID 97714, serial # (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator; product ID 977c165, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
The manufacturing representative (rep) reported that the patient had no stimulation post implant while they were still in the recovery room. Prior to implant closure, impedances were checked and all were within normal limits (500-600ohms), however all electrodes showed to be > 20000ohms when impedances were checked post-surgery. The rep stated that the patient was taken back to the operating room, and the ins was removed from the pocket. Electrodes 0-7 were removed from the ins and reinserted; all electrodes were within normal limits with the exception of electrode #5. Electrodes 8-15 were then removed and reinserted and all electrodes showed an open circuit. The lead was then connected to a multi-lead trialing cable (mltc), impedances were checked and all showed to be within normal limits except for electrode #5. A new implantable neurostimulator (ins) was inserted and impedances were within normal limits except for electrode #5. Impedances were checked outside of the pocket, in the pocket, and after the incision was closed; all with the same impedance results. The patient was checked again in recovery, and the impedances showed an open circuit again, were high and out of range. The rep stated that they may have gotten fluid in the header block with the first ins that, but with the second, the leads were inserted in the header block before the ins was placed in the pocket. The rep confirmed that they are only seeing all contacts to be out of range when the patient was in the recovery room. The rep mentioned that the patient got stimulation with their trial around 1.5-2.0v, but during recovery the stimulation was turned up to 6.9v, and the patient wasn¿t feeling any anything. The rep stated that the patient¿s ins hasn¿t been on for an extended period of time, only on to check impedances. It was reviewed with the rep to turn the patient¿s stimulation on low voltage and have it run for a while to see if impedances come down and if once the patient is out of recovery and on the floor if that makes a difference in the impedances. It was also reviewed it may take up to 24 hours for the impedances to normalize. No patient symptoms were reported. The first ins was returned for analysis. Indication for use is failed back surgery syndrome and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.